Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 53 mg/dl. Cause of bg was not known. Customer was treated with intravenous fluid; the customer could not recall what type of fluids. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check was performed by tandem technical support, and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.